Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the image acquisition system (ias) central processing unit (cpu) was not starting up. The medtronic representative found that this was due to a faulty cmos battery. The battery was replaced. The replaced part was not sent back to the manufacturer for further analysis as it was discarded onsite. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the imaging system would stay on the 'please wait' screen after startup. The site restarted the system three times. Additionally, a medtronic representative attempted to access the remote desktop but could not access the image acquisition system (ias) computer. There was no patient impact reported and the site cancelled the surgery for a later date.